Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00203 on 27-sep-2023. Additional information (03-oct-2023): in addition to the service activities indicated in the initial report, siemens also performed a 4-hours flush. Based on the available information, siemens concluded that the potential cause of the erroneous carbon dioxide (co2) result was due to the water purification module (wpm) resistivity being less than the set point. The issue was resolved by replacing the wpm assembly and performing a 4-hour flush. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An erroneous carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 500 instrument. The erroneous result was reported to the physician(s). The customer indicated that once they determined that the result was erroneous, they requested for a new sample; however, a new sample was not available as the patient was discharged from the emergency room before the patient was redrawn. There are no known reports of patient intervention or adverse health consequences due to the erroneous co2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneous carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 500 instrument. Both levels of quality control (qc) were acceptable before the sample was processed. At the time of the erroneous result, the water purification module (wpm) resistivity was less than setpoint. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse replaced the wpm. Siemens is evaluating the issue.